Event description:
Hip washout, exchange head 32mm +4 v40 lfit. Routine head change during hip washout for infection. Procedure and revision of component not due to implant failure.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.